Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up four day post-implant, increased thresholds were noted with this right ventricular (rv) lead. It was observed by echocardiogram that this right ventricular (rv) lead had perforated the heart wall. The lead was repositioned and no further issues have been reported.